Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after meals and had been announcing meals to attempt correction, which affected algorithm adaptation and led to persistent hyperglycemia. Symptoms included high blood glucose without reports of hypoglycemia, ketoacidosis, injury, or medical intervention. Outcomes included user counseling and completion of troubleshooting and education with guidance to allow the correction algorithm to reduce high glucose and to reserve meal announcements for actual meals. Investigation included technical review of uploaded reports and user interview. Investigation of this case revealed use error related to meal announcement practices and no device malfunction. It was concluded that the device performed as designed and that user behavior contributed to hyperglycemia, which was addressed through education.